Event description:
It was brought to datascope's attention that following a cardiac catheterization procedure in 2000, a vasoseal es was deployed. The info conveyed to datascope was that 3 days later, the pt resumed normal activity and noted pain throughout the pt's right leg upon ambulating even a short distance. The pt was seen by the pt's physician and the physician noted that right pedal pulses were markedly diminished. The pt was sent for ankle brachial indices which showed a marked reduction on the right side. Duplex imaging of the right groin showed a tight narrowing in the common femoral artery. The pt was admitted to the hosp and an angiography revealed a very tight stenosis at the access in the right common femoral artery. The pt was admitted to the hosp and an angiography revealed a very tight stenosis at the access in the right common femoral artery. A wire was inserted across the blockage and interaterial tissue plasminogen activator was administered which resulted in marked improvement over the next eight hours. The following morning the artery was essentially normal.